Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The device was received with its original packaging. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the adhesive sealing on the packaging has a large blemish in a corner of the packaging. Reference files pic_anp1900050874 for investigation photos. Non-conformance (B)(4) was initiated to further investigate the complaint. The reported complaint of "sterile package not sealed" was confirmed based upon the returned sample. There was a gap in the adhesive that forms the sterile barrier for the packaging. The cause of this issue is packaging related. Non-conformance (B)(4) has been initiated at the manufacturing site to further investigate.

Event description:
The seal on the sterile package was incomplete during inventory review.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73f1600353 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during inventory review.